Event description:
The customer alleged that she received low control test results of 40 and 41 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.